Manufacturer narrative:
(B)(4). Date sent 12/23/2024 d4 batch #946c56 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with four gcfrgd reloads(c,d,e,f) present. The reload(c,d) were received partially fired 1/10, the reload(e) was received partially fired 1/4, the reload(f) was received fully fired. The returned device and reloads were tested for functionality in the straight position by resetting and reloading them into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the firing speed is not as fast as intended. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be not provided the expect power. The partially fired reloads, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 946c56, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9ec98, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic lobectomy surgery, could not fire without motor sound on the firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. There were no adverse consequences to the patient. No additional information can be provided.